Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old female patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. During ablation, the patient became hypotensive and a pericardial effusion was confirmed through an intracardiac echocardiogram. A pericardiocentesis yielded 400cc of fluid. The patient was reported to be in stable condition, fully awake, and talking by the time she left the electrophysiology lab. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 rmt system, model #: m-5830-01, serial #: (B)(4). Smartablate generator. Model #: unknown, serial #: unknown. Smartablate pump, model #: unknown, serial #: unknown. C3 cs refstar ¿ deflectable catheter, model #: d-1285-02-s, lot #: 17342241m. (B)(4): methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. (B)(4). Event description continuation: maneuvering it in the right ventricular outflow tract. There were no claims of product malfunction. There were no error messages observed on any biosense webster equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade required a pericardiocentesis. During ablation, the patient became hypotensive and a pericardial effusion was confirmed through an intracardiac echocardiogram. A pericardiocentesis yielded 400cc of fluid. The patient was reported to be in stable condition, fully awake, and talking by the time she left the electrophysiology lab. A transseptal puncture had been performed using a st. Jude medical 98cm brk needle with a st. Jude medical agilis deflectable sheath. The ablation time at the last site was 36 seconds at 40 watts. There was only the one ablation at the site for 36 seconds. The previous ablation site was 2mm adjacent and was 37 seconds long at 40 watts as well. The smart ablate generator and pump were set on thermocool settings of 40 watts and flow rate of 30 ml/min. Cut off temperature was 50 degrees. Temperature was 40 degrees, watts 40 and impedance 148 at end of ablation. This was the time when the blood pressure was noted to drop and why ablation was stopped. The patient did receive anticoagulation during the procedure with acts maintained at 250-300 seconds. The patient did require hospitalization as a result of this adverse event. She was transferred from an outpatient status to an inpatient status since a drain was left in place. The patient was discharged from the hospital the day after the procedure with no complications. The physician attributed the effusion to the physical properties of the catheter while.